Manufacturer narrative:
This supplemental report is being submitted to report the withdrawal of MFR report #8010047-2020-07835 and correct the initial report submitted on october 19, 2020. As a result of the investigation, olympus medical systems corp. (Omsc) concluded that this complaint was not reportable event.

Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(6), omsc surmised there was the possibility this phenomenon was attributed to the thing that the heat compound was not applied to the subject device correctly, and it might has made the subject device deterioration faster. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device sometimes was not lit up during the unspecified diagnostic preparation for use. The subject device has been used within 300 hours. The user changed device to another device, and completed the procedure. At the incoming inspection for the repair, olympus china checked the subject device, and duplicated the reported phenomenon. Also it was found the lamp failure of the subject device. There was no report of patient injury associated with this event.